Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a supply bag disconnected from the cassette during a peritoneal dialysis (pd) patient¿s treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell three of five of treatment and the treatment was cancelled. The patient checked the supply bag and the line became disconnected and an air detected in cassette alarm occurred. The patient was advised to cancel the treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that there was no fluid leak as a result of the disconnection. The patient confirmed that they did not experience any symptoms, injuries, adverse events, or require medical intervention for the reported event. The patient stated that they were able to complete treatment using continuous ambulatory peritoneal dialysis (capd). The cassette used by the patient was discarded and is not available for return for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.